Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation located under the left electrode, on his back, and under his left breast. The irritation was described as raised and red skin. The patient consulted his wife who is a nurse, who provided an ointment. Follow-up indicated that the irritation was completely gone.